Event description:
It was reported that the bd connecta¿ stopcock 3-way detached. The following information was provided by the initial reporter, translated from chinese to english: 14:30 when checking the liquid path for the patient, it was found that the bed sheet of the patient was wet, and the connecta connection was found to fall off. The connecta was replaced immediately.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd connecta¿ stopcock 3-way detached. The following information was provided by the initial reporter, translated from chinese to english: 14:30 when checking the liquid path for the patient, it was found that the bed sheet of the patient was wet, and the connecta connection was found to fall off. The connecta was replaced immediately.